Event description:
It was reported by the rep that the one scg45 was used during a gastric bypass procedure. It was reported that the surgeon was performing a gastric bypass and had fired the scg45 two times with tr45b reloads across gastric tissue. The third firing was across the stomach with a green or tr45g reload. The jejunojejunostomy was then created using the same gun being fired with the two tr45w reloads. The opening was hand sutured. When the surgeon checked the staple line across the stomach, he found malformed staples. The malformed staples were found where the staple lines from the tr45b and the tr45g met. This resulted in a small opening in the staple line which the surgeon oversewed and finished the case.